Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had problems with sensors. Customer's blood glucose was 5.9 mmol/l. It was found in the alarm history that customer got rf pic failed self test. Advised customer the insulin pump would be replaced. No further information provided.